Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the device was evaluated and the reported condition was confirmed. It was found that the connection between the accomp printed circuit board (pcb) connector and the ac power harness connector was melted, causing the burning smell of the device. The accomp pcb and ac power harness were scrapped to solve the problem and the device has been forwarded for servicing.

Event description:
The customer contacted baxter's technical service center to report a burning smell coming from the homechoice (hc) machine during use, patient not connected. The home patient (hp) stated that the machine would not turn on and it smelled like something was burning. The baxter technical service representative (tsr) had the hp turn the switch off in the back of the machine , unplug the cord from the outlet and in the back of the machine. The hp re-plugged the cord in the machine and tested the wall outlets. The hp turned the machine on and the hc would not power on. The buttons would not respond. The tsr would swap the machine and nurse would help the hp program the new device. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.